Manufacturer narrative:
After power up, there's a huge black spot on the right half of the lcd screen due to damaged pixels. Per visual inspection there is corrosion on electrical board particularly around both battery connectors, on the back of the lcd display, and on the flex cables. Unit passed the displacement, and active current measurement test; it failed the sleep current measurement, and self tests. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and had blank display as it went off after beeping. The customer¿s blood glucose was 8.8 mmol/l at the time of the incident. The customer stated that there was fluid in the battery compartment. Customer inserted a new battery but the home screen did not appear on the display screen. The insulin pump had cracks on the body. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.